Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. The valve was implanted successfully. During removal of the delivery system, it was noticed an increased resistance as the balloon tip entered the esheath. Upon removal of the esheath it was noted that the inferior aspect of the esheath was damaged. The deformation of the esheath resulted in a vascular complication. Multiple closure devices were used to stop the bleeding. The patient remained stable and proceeded with standard aftercare. The valve implantation was successful and no additional vascular intervention was needed.

Manufacturer narrative:
Correction to section b1, h3 and h6. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. The esheath was returned to edwards lifesciences for evaluation. The returned devices were visually inspected, and the following was observed: sheath and introducer shafts slightly curved. Liner delamination extending approximately 6.5cm from the tip. Liner bunching also noted. C-marker band was still intact. Distal tip opened as design with hdpe stretching. Due to the nature of the complaint, no functional and dimensional testing were performed. The provided post-procedural device photos were reviewed and the following was observed: introducer inserted through sheath. Liner fully expanded and distal tip appears opened as designed. Liner delamination and bunching. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed through evaluation of the returned device and imagery. No manufacturing non-conformances were identified on the returned sheath. Review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Therefore, no corrective or preventative action, nor pra is required at this time. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per report, ''during removal of the delivery system, it was noticed an increased resistance as the balloon tip entered the esheath. Then it was confirmed the flex was neutral and it was noted the indeflator had been locked at approximately 22ml (25ml indeflator used, with total volume 24ml, as +1ml requested by implanting physician). Therefore, the indeflator was unlocked, pulled full negative, locked and the delivery system pulled through the remainder of the esheath with no issue. On the removal of the esheath it was noted that the inferior aspect of the esheath had concertinaed and formed a hardened nodule.'' Additionally, it was reported, ''as per medical opinion it was due to user error'' per evaluation of returned device and imagery, sheath liner was delaminated and bunched at the distal end. Per training manual, the delivery system must be fully deflated prior to removal. Residual fluid left inside the balloon can increase the balloon profile and can result in difficulties withdrawing the balloon, as well as damage to the sheath, including liner delamination. Any excessive manipulation to overcome the experienced withdrawal difficulty may have further delaminated the liner. As such, available information suggests that procedural factors (residual fluid, excessive manipulation) may have contributed to the complaint events. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.